Event description:
Per the clinic, the patient experienced an mrsa infection at implant site and skin flap necrosis. Subsequently, the patient was treated with IV and topical antibiotics (specific date and duration not reported) for mrsa infection. However, the issue did not resolve. The device was later explanted on (B)(6) 2025. Revision surgery is planned but had not taken place at the time of this report.

Manufacturer narrative:
Device analysis report attached.